Manufacturer narrative:
Analysis of the catheter revealed a hole in the catheter body caused by a deep abrasion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter; ubd: 31-jan-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen via an implantable pump for intractable spasticity and a post spinal cord injury. It was reported the patient's pump was being replaced due to the elective replacement indicator (eri). When the physician was replacing the pump they noticed catheter damage to the tip (spinal) segment. A fracture was identified in the spinal segment of the catheter, located in the pocket. The patient had noticed some issues with therapy in the last couple days, relative to (B)(6) 2019. It was reported the patient experienced a decrease in therapy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue occurred during normal use. The damaged section of the catheter was removed and replaced. The physician removed 12.5 centimeters from the tip (spinal) segment and replaced the pump segment. The rep planned to return the damaged section of the catheter for analysis. The event date was provided as (B)(6) 2019. It was reported the issue was resolved at the time of the report. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's weight, medical history, and other medications being taken at the time of the event were not available. Additional information was received from the manufacturing representative (rep). The rep confirmed the replacement occurred on (B)(6) 2019. The rep reported that the catheter revision took place in the device pocket. The damaged segment was removed and a new catheter was used to connect the spinal segment and the pump segment to the pump. It was indicated the information provided was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated that lioresal had been checked in error. The device was being used to deliver an unknown type of baclofen.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was indicated the device had been used to deliver 635.0 mcg/day of lioresal. The system was returned to the manufacturer on 2019-mar-14. It was confirmed that the fracture was identified in the 8709 model catheter. It was indicated the device had been used with/in the patient for treatment. No injury or death was reported. The patient had recovered without sequela following the device replacement. The pump was being returned for storage as it was replaced prophylactically to avoid in-vivo battery depletion. The catheter was being returned for analysis due to a break, tear, or hole.